Event description:
In 06/05 bayer received a report of a falsely elevated potassium result that led to patient treatment. The previous day, a user of the advia ims analyzer indicated that an elevated potassium result was reported to a physician treating a patient in the emergency room. An original result of 6.0 mmol/l was reported to the treating physician after the quality control material appeared with range. The physician administered dextrose 50, insulin, albuterol and calcium chloride to lower the patient's potassium levels. A repeat test of the same sample resulted in 4.0 mmol/l which indicates a normal potassium level. In addition, repeat testing on a different analyzer led to a result of 3.0 mmol/l. Sodium and calcium levels for the sample were within normal range at both the time of the original test and the repeat test. At this time there is no evidence of patient injury or adverse response to the treatment provided to the patient due to the falsely elevated potassium result. This event is being reported under medical device reporting regulations because a combined treatment of dextrose 50 and insulin is intended to lower potassium levels quickly and if provided to a patient with normal potassium levels it could lead to iatrogenic hypokalemia. A bayer field service engineer was dispatched and after running multiple tests and reviewing the instruments' performance there was no evidence of system malfunction. At this time the cause of the elevated potassium levels are thought to be related to sample handling. A visual inspection of the sample tube showed some blood residue on the cap of the tube which could have run down the side of the tube and have been aspirated by the analyzer leading to an increased potassium level.